Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the bone cement leaked at inferior disc space. There was no any patient symptoms or complications were reported as a result of this event.